Manufacturer narrative:
(B)(4). Batch # m53n7h. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the appearance of the donuts? Please explain what is meant by, ¿the washer was roughened.¿ after firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? Was the procedure completed with this device? If no, how was the procedure the completed? How was it confirmed that the anastomosis was complete?

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be removed from the patient after the firing between the colon and the rectum. Eventually, the device was forcibly removed from the patient and some mucous membrane was dragged at the time. The washer was cut through but a part of the washer was roughened. There were no adverse consequences to the patient.